Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
The complainant reported that a seventy-seven-year-old male patient with a known history of coronary artery disease and peripheral vascular disease was admitted for a high-risk percutaneous coronary intervention of the left main coronary artery with impella cp support. The percutaneous coronary intervention was completed successfully. At the end of the procedure, the arterial sheath was peeled, and a repositioning sheath was placed. Shortly thereafter, the patient developed a hematoma at the access site that could not be controlled with manual pressure. The impella device was removed. An eighteen french dry-seal sheath was inserted, and a new impella device was placed. Bleeding ceased following placement of the new sheath. While the device was coded for the hematoma, it was likely that the patient¿s peripheral vascular disease contributed to the development of hematoma. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.